Manufacturer narrative:
The problem is under investigation and could be traced to a component failure. We are unaware about operator injury. We are waiting for additional information from distributor.

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.

Manufacturer narrative:
The problem may could be traced to potential mishandling, the conclusion of the investigation is not confirmed due to lack of information received. We are unaware about operator injury.

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.